Manufacturer narrative:
The device has not yet been returned to the MFR. When the device is received and the investigation is complete, a follow up report will be filed.

Event description:
It was reported that while in use, the battery pack began to smoke. The device was removed from the room, and the battery pack exploded. There were no adverse consequences associated with this event.